Event description:
It was reported that the fiber broke as the physician was holding it. The procedure was completed with another laser, resulting in a delay. It was noted that the patient was not fully treated and will have to be rescheduled. There were no patient complications reported.

Event description:
It was reported that the fiber broke as the physician was holding it. The procedure was completed with another laser, resulting in a delay. It was noted that the patient was not fully treated and will have to be rescheduled. There were no patient complications reported.

Manufacturer narrative:
Correction made to d3 manufacture name, manufacture address, manufacturer city, manufacturer zip/postal code, manufacturer country, manufacturer email, g1 MFR site facility name, MFR site address 1, MFR site city, MFR site state, MFR site zip, MFR site country, MFR site phone, MFR contact first and last name, MFR email, h6 evaluation conclusion code

Event description:
It was reported that the fiber broke as the physician was holding it. The procedure was completed with another laser, resulting in a delay. It was noted that the patient was not fully treated and will have to be rescheduled. There were no patient complications reported.